Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 25, 2006. Based on qa assessment, the product met specifications at the time of release. Footswitch was received for evaluation. A visual assessment of the returned sample revealed a lot of filth in and on the footswitch. The returned footswitch was connected to a calibrated system and tested. The treadle was found to get stuck when pressed and was very difficult to move. The filth was cleaned out and the treadle was then found to function normally. The footswitch was found to meet specifications. The root cause of the reported event can be attributed to the build-up of filth in the footswitch. (B)(4).

Event description:
A biomedical professional reported a footswitch was ordered to replace the old footswitch that was worn. The surgeon stated that the center pedal did not spring back properly when released during a procedure. There was no impact to the patient. Biomedical attempted to repair the footswitch but it did not correct the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).